Manufacturer narrative:
The customer's report was not replicated or confirmed. Review of the device activity logs showed that the device delivered two shocks (high energy) that both shocks delivered energy within specification. The evidence provided in the logs did not support the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.